Event description:
It was reported by the rep that when the surgeon fired across the colon the distal side of staples formed, but the proximal side was left without the staples formed properly. No patient consequence.